Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Several patients have had severe reactions to prineo despite best efforts to eliminate those predisposed or with known sensitivities. Did the patient experience a post-op device malfunction? Unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences : yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?- inflammation, required steroid treatment, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, no further information will be supplied: how many patients were reported with reaction? Please advise of the following information about each patient event: procedure name? Procedure date? What was the date of the reaction, day post op? It was noted a steroid treatment was administered, was it prescription strength? What other medical and or surgical intervention was provided to address the issue? Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: ID, gender, age or date of birth; bmi. Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? Do you have the product code and /or lot number used? Current patient status. No further information will be supplied for this complaint. No product available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2021 and topical skin adhesive was used. Patient have had severe reaction to adhesive despite best efforts to eliminate predisposed or with known sensitivities. Treated with steroid treatment. Additional information has been requested.